Manufacturer narrative:
The customer called the company service representative to assist with troubleshooting. The customer was able to troubleshoot and resolved the problem reported. The facility did not request service. The sample was not obtained for evaluation and no additional information was obtained in relation to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The system was manufactured on june 15, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that the system shut down during a surgical procedure. The system had to be restarted. The case was completed with no harm to the patient.